Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR#6000093-2007-01012. It was reported that 346 days post a drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was located in the right coronary artery (rca). The patient had 106mm of stenting done. The physician delivered a 3.00x16mm taxus express2 drug eluting stent to the mid rca. Then, the physician delivered two 2.75x32mm taxus express2 stents to the rca and finally delivered a 2.5x24mm taxus express2 stent to the rca. Three hundred and forty six days later, the two 2.75x32mm taxus express2 stents had in-stent restenosis of about 70-80%. The patient condition is listed as okay. No further information was available.